Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted with a prostyle device after a right iliac artery stenting interventional procedure using a 7f sheath. Reportedly, after completion of all steps, resistance was met trying to remove the device from the patient. The lever was able to be closed and the device was pulled out with a lot of force. On removal of the device, there was a lot of bleeding noted from the access site. A new device along with manual compression was used to achieved hemostasis. After removal of the prostyle device, a new 8f device was used in attempt to achieve hemostasis; however excessive bleeding continued. It was noted that the arteriotomy had become larger due to the removal of the prostyle device. The patient went vagal and the blood pressure dropped. The patient was given normal saline and blood pressure was checked every two minutes while holding manual compression for 45 minutes. There was no delay in treatment as this was the end of the case however; patient was required to stay in recovery longer than normal. No additional information was provided

Manufacturer narrative:
H6: medical device problem code 2017 clarifier- against resistance the device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The device was removed against resistance. It should be noted that the electronic prostyle instructions for use (eifu), states: do not advance or withdraw the preclose prostyle device against resistance until the cause of that resistance has been determined. In this case, it is unknown if the IFU deviation would have contributed to the reported difficulties. The patient effect of hemorrhage, tissue injury, hypotension are listed in the IFU as potential adverse events associated with use of the suture mediated closure devices. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to difficult to remove vessel, include, but not limited to tissue or suture caught in foot, device interaction with patient anatomy. The patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.na